Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins). Rep said the hcp is replacing the ins today and wants to use an antibacterial envelope for the ins to stabilize the implant site; the battery was unstable in the pocket. Intended use of the antibacterial envelope was reviewed with the rep. The rep was also reminded that the pouch is absorbed after nine weeks. No patient symptoms were reported and no further complications have been reported as a result of this event.